Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 30mm amplatzer septal occluder was selected for implant. During procedure, cobra deformation was observed. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The deformed occluder was never released from the delivery cable while inside the patient and removed. It was exchanged for a new unknown sized non-abbott device, which was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a